Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the ins was placed in the cheek in the rear end. The patient reported that every time they sit or fell down it was ripping muscles and they had to move the ins above the waist. The patient is a disabled vet and they ran over an ied and have spinal problems. The patient reported they get tingling waist down. The patient reported that using the ins was making it worse, so they quit using it because they could not walk or anything with this. No further complications were reported/anticipated.